Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tube there was poor separator movement. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "we have a number of tubes (~20/800) where after spinning (9000rpm, 2min) the entire sample ends up under the gel. When we transfer the sample to a new tube and spin again, it has the same result. As a result, we have no serum yield for these samples."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. Inspection of fifty (50) retention samples was performed for dry additive, foreign matter, and barrier gel characteristics with acceptable results. Additionally, clinical testing was performed: no difficulties were encountered during blood collection. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Awareness of the condition was provided to bd associates based on complaint photos. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® sst¿ tube there was poor separator movement. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "we have a number of tubes (20/800) where after spinning (9000rpm, 2min) the entire sample ends up under the gel. When we transfer the sample to a new tube and spin again, it has the same result. As a result, we have no serum yield for these samples."